Event description:
The customer reported that she had to go to the ER as a result of high bg readings (greater than 500mg/dl) with small ketones. Despite having administered "several boluses", her bg levels remained high. No info about the treatment received or her stay at the hospital was provided. Additionally, no specific device failure was cited. The pod was discarded in the ER and will, therefore, not be returned for eval.

Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency.